Event description:
It was reported that during the test the foley catheter water did not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter balloon inflated. The concentricity was within specifications. The all-silicone foley catheter with syringe were returned. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. The balloon inflated symmetrically (50:50 concentricity). An attempt was made to deflate the balloon using the retuned syringe and only 4 ml was returned to the syringe in 5 minutes and 3 seconds. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. The catheter balloon was then inflated with 10ml mbs using an in-house syringe, the balloon passively deflated and returned all 10ml in 2 minutes and 17 seconds. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the test the foley catheter water did not drain.